Event description:
It was reported that a tritanium tl insertion removal tool "no longer holds the implant and cannot be disassembled" intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an 8 minute surgical delay. This record captures the insertion removal tool.

Manufacturer narrative:
There was no reported failure of the device in this record and no observed issues during visual or functional inspections. This device is concomitant as it functioned as intended and did not contribute to reported event.

Event description:
It was reported that a tritanium tl insertion removal tool "no longer holds the implant and cannot be disassembled" intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an 8 minute surgical delay. This record captures the insertion removal tool.